Event description:
It was reported that the lead impedance gradually increased from 500 to 1100 ohms over last few months, but seems to level off now. It was also reported that there was an increase in thresholds. The lead remains is use and is being monitored. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event was originally included in remedial action exemption summary report (B)(4). Subsequent review of the initial reported information determined the event qualified for reporting on a medwatch 3500a, therefore it is being submitted as such. (B)(4).